Event description:
Reporter indicated that patient's generator has migrated to the point that they have to "hunt it down" at office visits to perform device diagnostic testing. It was reported that the generator was once found lodged under the patient's armpit and that it had flipped over. Treating neurologist reportedly indicated that the device was fine for now. Investigation to date has been unable to determine whether the lead wires may have been damaged as a result of the excessive generator migration.